Event description:
Customer reported discrepant low results when testing inratio. On (B)(6) 2014: 2.2...(B)(6) 2014 at 16:38 =/>7.5. Time between testing not provided. Testing performed on (B)(6) 2014 in the lab with an inr = 12.7. Prior to this time patient was observing consistent results: (B)(6) 2014 = 2.8, (B)(6) 2014 = 2.5, (B)(6) 2014 = 2.4, (B)(6) 2014 = 2.9 and (B)(6) 2014 = 2.6. No further patient information was provided. Technical service rep has tried on numerous dates to obtain further information, but no further information has been available. It was noted that strips being used may have been from a lot that expired in march.

Manufacturer narrative:
Investigation pending.